Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The legal manufacturer reported that the device was delivered to the customer on december 22, 2006. The lm reported that the most probable causes for the reported event are as follows: this case is presumed to have occurred because of a failure of the ccd. It is assumed that the ccd failed due to an unexpected external force applied to the head part caused by handling, or due to a hole in the cable caused by handling, resulting in water leakage and overcurrent flowing from the cable to the ccd. Confirmation of contents described in the instruction manual. Checking the contents of the instruction manual at the product shipment for important information ¿ please read before use, the following description was confirmed. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint "the screen is just totally blank" due to a faulty charge-coupled device (ccd) unit. A cut was found on the cable with a wire sticking out, which caused the unit to fail a water leak test. Estimations determined that the physically damaged is due to mishandling. The instruction manual provides warning statements to prevent cable damage. Never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.